Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked liquid crystal display keypad connector. The insulin pump was received with cracked reservoir tube lip, missing end cap sticker, scratched reservoir tube window and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 161 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.